Event description:
It was reported that several tubes are under filling with an bd vacutainer® blood collection tubes for microbiological studies. The following information was provided by the initial reporter: it is reported customer experienced several lots of sodium citrate that are under filling. Not sure whether it¿s a user error or tube issue. He stated that it is a general observation over multiple lot numbers when it¿s getting close to the end of the shelf life. It has not been reported to bd in the past.

Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos from the customer facility for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted. H3 other text : see h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that several tubes are under filling with an bd vacutainer® blood collection tubes for microbiological studies. The following information was provided by the initial reporter: it is reported customer experienced several lots of sodium citrate that are under filling. Not sure whether it¿s a user error or tube issue. He stated that it is a general observation over multiple lot numbers when it¿s getting close to the end of the shelf life. It has not been reported to bd in the past.